Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's ECG board was removed and returned. The malfunction was duplicated and attributed to a faulty inductor on the ECG board. A replacement ECG board was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated during subsequent testing, the defib output was out of specification.